Event description:
It was reported that during the implant procedure for the implantable neurostimulator ins), the lead could not be secured with the set screw. The lead was inserted and the screw tightened until a click was head but still would still come out. Several attempts were made and troubleshooting performed without success. A new ins was then opened and used with the result that the lead could properly be secured with the set screw. No patient injuries were reported. If additional information is obtained, a follow up report will be sent.